Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 242.4030. Technical support: 1. Ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. Recommended replace motor control board. A review of the device history record for (B)(6) was performed from date of manufacture 05/05/2012 to present date 01/17/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The biomed replaced the air in line sensor and motor but the error continued to exist. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The biomed replaced the air in line sensor and motor but the error continued to exist. There was no patient involvement.